Event description:
It was reported that loss of capture was noted post implant. A lead dislodgement was suspected. When the pocket was reopened, no pacing was seen, so the physician elected to replace the pulse generator.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.